Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 168 mg/dl. The customer's expected fasting blood glucose test result range is 68 - 99 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is 01/14/2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:168mg/dl fasting.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 168 mg/dl. The customer's expected fasting blood glucose test result range is 68 - 99 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is 01/14/2017. The meter memory was reviewed for previous test result history: the 151mg/dl (B)(6) 2017 08:52 pm fasting:yes, the 143mg/dl (B)(6) 2017 06:55 am fasting:yes, the 91mg/dl (B)(6) 2017 06:49 pm fasting:yes, the 109mg/dl (B)(6) 2017 10:52 pm fasting:yes, the 122mg/dl (B)(6) 2017 06:38 pm fasting:yes, memory concerns:168mg/dl fasting.